Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon examination, the atrial lead was found with episodes of noise oversensing resulting in inappropriate auto mode switch. The clinic elected to continue to monitor the lead. No programming changes were made at this time. The patient's condition remained stable.